Event description:
It was reported that the lead exhibited t-wave oversensing (twos). The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst =210 ms on (B)(4)-2011 22:07:58. Three - vf<=210 ms average v-cycle between (B)(4)-2010 13:30:25 and (B)(4)-2011 22:51:06.